Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011194. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported implant exchange with no complaint against the device. Patient later reported possible capsular contracture baker grade unknown. Patient later reported rupture confirmed via MRI. Healthcare professional later reported "sagging" and a MRI stating ¿findings indicate intracapsular rupture¿. Later healthcare professional reported ¿rupture". Later healthcare professional reported ¿capsular contracture baker grade iii¿. Capsulectomy was performed. This record is for the left side. Device was explanted.